Event description:
It was reported that the patient presented in clinic. Upon review, the physician alleged the patient's pacemaker exhibited premature battery depletion. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis did not find any anomalies. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: b5, h6.

Event description:
Additional information was received that the pacemaker was explanted and replaced. The patient was stable

Manufacturer narrative:
Additional information: explant date.